Event description:
It was reported that after the pt had her hip surgery (left), she began to walk with a limp. She spoke to her surgeon, and he assured her there was nothing wrong. Several months ago, the pt started hearing her hip squeak and a grinding noise coming from her hip. She went for a second opinion and she was told that it was due to the loosening of the rods and screws in her back from a previous back surgery in 2002.

Manufacturer narrative:
The device is still implanted in the pt. Add'l info has been requested and if received will be provided in a supplemental report.